Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician successfully implanted the closure device. After reviewing the release criteria and releasing the device, a small pericardial effusion was noted on echocardiography. The patient remained hemodynamically stable and no pericardiocentesis was performed. The patient was evaluated one hour later with a transthoracic echocardiogram and no change within the pericardium was found. The patient was discharged as planned from the hospital.